Event description:
It was reported that the device would not read the syringe size. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was broken or removed on the bottom case and plunger assembly upon receipt. The device was received in good condition with no appearance of any physical damage. No error code was found in the event history log (ehl) that was related to the reported issue. Functionally, a syringe test with different sizes and models of syringe was performed. The customer report problem was not duplicated as all the syringe sizes were recognized by the pump. The root cause of the reported issue could not be determined because no fault was found. No repair was needed for the customer reported problem as no fault was found. Preventive maintenance and all functional testing were performed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).